Event description:
It was reported the patient's blood glucose level rose to 495 mg/dl while wearing the pod. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a bolus was delivered and a new pod was applied.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.